Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: an about 4mm big fragment is broken off for the top of the coupling part. The drill bit is in a very used condition, the cutting edges are partially blunt and there are stress marks all over the device. The relevant dimensions of the drill bit were checked and no deviation was found. This lot of 19 pieces was manufactured in december 2005. It is clearly visible that this was an often and intensely used device. The coupling adapter, where the fragment is broken off, as well the shaft have strong wear marks. The cutting edges are especially at the forefront partially blunt due to wear. Based on these findings we exclude a manufacturing related fault. The exact cause of this occurrence can not be defined. It is likely that the drill bit was once not completely inserted into to coupling or that a drop to the ground caused this breakage because just such a small piece of the coupling adapter is broken off. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported upon opening the set, from sterilization, at the start of the operation that the end that attaches to the power tool had broken off. No further details are known how this occurred and it was not used on a patient when this was discovered. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.